Event description:
Senseonics was made aware of two false hypoglycemia events that occurred on (B)(6)2021 at 4:50 pm and 5:40 pm. Patient provided the below examples. Example 1: 4:50pm (bg -230mg/dl) (sg - 47mg/dl). Example 2: 5:30pm (bg - 220mg/dl) (sg - 42mg/dl). Patient stated that received hypoglycemia alerts even though they were not symptomatic. Patient did not seek medical treatment because of no symptoms.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the investigation analysis on the user's data in data management system (dms), the sensor was going through initial recovery after insertion on (B)(6) 2021 and as a result the system displayed temporary mismatch between the sensor readings and fingerstick measurements. This temporary mismatch resulted in the assertion of hypo alerts incorrectly. Following the reported events, the sensor performance improved, and the system displayed good agreement between the sensor readings and fingerstick measurements. The sensor is performing within expectation following the reported events. No further investigation was found necessary for this complaint. The user did not need to take any action as their blood glucose was in normal range.